Manufacturer narrative:
To date, the lead remains implanted and in service without further reported complications. If new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this lead, implanted approximately one month prior, had dislodged. No adverse patient effects were reported and the physician reported a successful repositioning effort.

Event description:
Subsequently, the lead exhibited loss of capture and consequently another repositioning performed. Following the second repositioning, high thresholds were observed, thus programming outputs increased. The patient will be further monitored.